Event description:
A system operator reports that during lasik surgery, they completed the pt's first eye without any problems, but were unable to acquire on the second eye and complete the procedure within the same session. The pt was removed from the surgical suite and brought back later in the day to complete the treatment.